Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, elevated iop was observed. Cause of the event is unknown. Reportedly, "better control of ocular inflmmation and iop," and patient current medication: azarga, alphagen, pred forte, vigamox. Patient diagnosed on be myopic choroidal neovascularization which required intravitreal anti-vegf injection."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to elevated iop and pigment dispersion was observed. Cause of the event is unknown. Reportedly, "better control of ocular inflammation and iop," and patient current medication: azarga, alphagen, pred forte, vigamox. Patient diagnosed on be myopic choroidal neovascularization which required intravitreal anti-vegf injection." D9: return date: 31-may-2023. H6: 4627 should be added for correction. Claim# (B)(4).